Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 20mg/ml; unknown dose in an implantable pump for non-malignant pain and post laminectomy syndrome. The patient medical history and concomitant medications were unable to be obtained. After speaking with the patient pre-operation, the pump had been non-functional since (B)(6) 2018. The patient came in for a pump re placement and endo-of-life was confirmed via interrogation. When the hcp opened the pocket, there was a possible old infection that was never cleaned out. The pump was to be replaced, but it was decided to remove the pump and tie off the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. It was unknown if the issue was resolved as the patient had been referred for a neuro consultation. It was unknown if the patient experienced any symptoms. The patient status was indicated to be alive with no injury. The pump would not be returned as the customer discarded. No further complications were reported/anticipated.